Event description:
Customer reported via phone call that the insulin pump alarmed with no delivery multiple times, and that she has experienced low blood glucose three times in the last month. She was recently picked up by paramedics for a blood glucose level of 21 mg/dl. IV treatment was administered to the customer and she was not admitted to the hospital as an inpatient. Troubleshooting was initiated and completed. The insulin pump passed a displacement test and was successfully rewound, and the corresponding treatment materials were found to be functional. Customer was advised to speak with her health care provider regarding her low blood glucose. The customer did not return the insulin pump for analysis, and she received three infusion sets and three reservoirs because she was running short on supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).